Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced pain, infections and incontinence post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.